Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue of a looped cable. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff member noticed that the small grasping retractor had a looped cable. The instrument was removed and replaced with another unspecified instrument which was used to continue with the case. The procedure was completed with no reported injury.